Event description:
It was reported that when patient presented to the clinic, the device was found to be in backup vvi mode with hv therapy disabled. It was noted that the patient felt the vibratory alert. A firmware download was performed successfully to restore the device. Upon interrogation, low high voltage lead impedance was observed. During induction testing, the device indicated possible high voltage circuit damage. Device was explanted and replaced.

Manufacturer narrative:
The reported backup vvi (bvvi) and impedance anomaly were confirmed in the laboratory. The bvvi was due to a power on reset (por). The device was tested on the bench and impedance anomaly was observed. The impedance anomaly and por was due to a damaged output stage circuit. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.